Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804pl) was implanted on (B)(6) 2024 with initial setting of 4. The valve was stuck at setting 4. The patient developed a contralateral subdural hematoma due to cerebrospinal fluid (csf) overdrainage. Therefore, the valve was removed and replaced on (B)(6) 2024. The timeframe between the implantation and the onset of sign and symptoms is unclear, but likely 2 to 3 months after implantation. The patient was tolerated procedure well and discharged to skilled nursing facility (snf).

Manufacturer narrative:
The product was received however, the device is not a certas (integra) valve and is not manufactured by integra. Consequently, no investigation results will be submitted for this MDR.

Event description:
N/a.